Manufacturer narrative:
The valve was decontaminated in 2005 at the hospital. According to different tests, after cleaning, the valve passed the setting test successfully and met the design specifications requirements. The device history file doesn't show any matter of pressure adjustment. Decontamination prevents from concluding on the origin from the product problem. No corrective action is made: the instruction for use specify that the desired pressure settings may not be achieved in one attempt only. It may be necessary to perform this protocol twice or more, in order to be certain of the desired adjusted pressure.

Event description:
This sophy adjustable pressure valve spv-400 was implanted to a patient in 2005. With a pressure adjusted to 400 mmhg. The doctor tried to adjust the valve to another pression twice without success. Valve revision operated 3 days later.